Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Dried blood was noted throughout the lead's lumen at the tip area which may have contributed to the reported clinical allegation. Electrically, this lead met specification.

Manufacturer narrative:
Should additional information become available, this event will be updated.

Manufacturer narrative:
According to available information, this lead remains implanted. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead displayed increased threshold and impedance measurements. A chest x-ray was performed revealing this lead had dislodged. A revision procedure will be scheduled. No adverse patient effects were reported.

Event description:
Additional information was received. The patient with this left ventricular lead experienced diaphragmatic stimulation and was programmed off. A replacement procedure was performed. This lead could not be repositioned as a stable position could not be obtained. This lead was removed.